Manufacturer narrative:
An evaluation was based on a technical review of all data received from the site, a review of manufacturing records, a review of complaint trends, review of the product and an evaluation of the returned device. The visual examination of the returned sample showed the following: the sample was not returned in its original packaging, but in a sample pot. The sample consists in a black piece of mesh, around 5cm x 2.5cm. A piece of textile thread was trapped inside the sample. The textile knitting pattern matches with type y50, the one used for pcox products. No collagen film was found. No tissue integration was observed. A letter send with the returned sample indicated that: the device has been disinfected by a detergent and bleach within the hospital. Conclusion of the visual examination: the sample matches with a piece of control product. No microbiological tests could be performed. The root cause of the migration could not be determined. Based on the investigation and a complaint history review, the root cause of the complaint could not be determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient had a dysphagia. On (B)(6) 2016, during an endophageal dilatation by endoscopic path following a dysphagia, a foreign body was noticed, protruding the tube's lumen. It was decided to remove that foreign body with a polypectomy loop and this was stuck in the prosthesis. The foreign body was finally cut with an argon plasma. The consequences were the migration of the prosthesis from the outside to the lumen of the oesophagus. The surgery time was extended.